Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience to hyperglycemia. Customer's blood glucose level was 480 mg/dl, other blood glucose level were 86 mg/dl, 354 mg/dl, 426 mg/dl, 449 mg/dl, 417 mg/dl, 372 mg/dl. Customer reported that the bolus wizard was stated carbs was not entered but customer had ran another bolus wizard. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.